Manufacturer narrative:
An event of improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Reportedly, occluder was partially re-captured four times and fully re-captured once. Based on the information received, the reported improper or incorrect procedure or method appears to be related to user re-deployed and implanted the device. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances as patient remained in the hospital, pericardiocentesis was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath. The patient's activated clotting time (act) level was above 200 seconds. The patient's left atrial pressure was 10mmhg. Heparin was administered. Transseptal access was inferior and posterior. During the procedure it was noted that there was difficulty implanting the occluder due to patient anatomy. The occluder was partially re-captured four times and fully re-captured once. The occluder was re-deployed and implanted. Post-procedure a 13mm circumferential pericardial effusion was noted in the right atrium under transesophageal echocardiography (tee). A pericardiocentesis was performed. The patient status was hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.